Event description:
Small blue tab on connector that attaches moog curlin infusion administration set to moog peristaltic pump broke off when infusion set loaded into pump-pump would not run, gave error message (something like ¿infusion set not loaded¿). Physically unable to unspike the bag of tpn fluid (to respike it with new intact/unbroken infusion set) so bag of tpn fluid unusable. Infusion set in question is 340-4128v, a 1.2 micron filter line for tpn infusion, lot cf1927401, expiration date 2024-03-28. Using moog curlin infusion pump, to which the broken/failed infusion set needs to be attached. FDA safety report ID # (B)(4).